Event description:
Hole in the catheter.

Manufacturer narrative:
It was reported that a hole was found in the catheter. Due to this, the foley was removed. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.